Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "on (B)(6)2023, finding of radiopaque guidewire in the right atrium. On (B)(6)2022, PICC was inserted for infusion of chemotherapy drugs, without reporting of periprocedural complications. Done chest x-ray on (B)(6) 2022, as by protocol, described as well positioned PICC. On (B)(6) 2022, echocardiography performed, according to the expected adjuvant chemotherapy, with outcome of absence of pathology cardiac. PICC was removed on (B)(6) 2023, without issues report. After echocardiographic control, post chemotherapy, performed on (B)(6) 2023, abnormal presence detected in right atrium. Chest x-ray and computed tomography confirmed the presence of radiopaque filament in the right atrium, ascending to the right pulmonary artery, right lower lobe of the lung. The director of cardiology, after evaluation in transoesophageal echocardiography, informs the patient that she will have to be transferred to cardiac surgery for an attempt to remove the piece. The patient is asymptomatic and in good general condition." Additional information received reports the physician who inserted and extracted the device says that they have not been able to extract the foreign body and that they will try again, but that it is unlikely it is a piece of the PICC.

Manufacturer narrative:
(B)(4). The additional information received on 17jul2023 reported that the guidewire was presumed to have frayed at the tip and separated during the initial insertion and migrated during lavage. The investigations on the patient were still ongoing along with a cardiac surgery at a different location at the time of this report. Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "passage of guidewire into the right heart can cause dysrhythmias, right bundle branch block, and a perforation of vessel, atrial or ventricular wall. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested. Precaution: maintain firm grip on guidewire at all times. Keep sufficient guidewire length exposed for handling purposes. A non-controlled guidewire can lead to wire embolus." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on (B)(6) 2023, finding of radiopaque guidewire in the right atrium. On (B)(6) 2022, PICC was inserted for infusion of chemotherapy drugs, without reporting of periprocedural complications. Done chest x-ray on (B)(6) 2022, as by protocol, described as well positioned PICC. On (B)(6) 2022, echocardiography performed, according to the expected adjuvant chemotherapy, with outcome of absence of pathology cardiac. PICC was removed on (B)(6) 2023, without issues report. After echocardiographic control, post chemotherapy, performed on (B)(6) 2023, abnormal presence detected in right atrium. Chest x-ray and computed tomography confirmed the presence of radiopaque filament in the right atrium, ascending to the right pulmonary artery, right lower lobe of the lung. The director of cardiology, after evaluation in transoesophageal echocardiography, informs the patient that she will have to be transferred to cardiac surgery for an attempt to remove the piece. The patient is asymptomatic and in good general condition." Additional information received reports the physician who inserted and extracted the device says that they have not been able to extract the foreign body and that they will try again, but that it is unlikely it is a piece of the PICC.